Manufacturer narrative:
Other, other text: b3: month and year of event have been provided, day is unknown. D4: lot number, expiration date and h4: manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that while in use with a patient the cuff had an air leak. No adverse effects have been reported.

Manufacturer narrative:
A returned sample was received in used condition without the original packaging. Three photos were included for evaluation; photos showed the complaint sample. Visual inspection revealed an excess of material (flash) was detected in the junction of the cuff to the tracheal tube, where it can also be seen that the cuff is not completely adhered to the tube. Based on the analysis performed and results, complaint was confirmed. The probable root cause could be, lack of detection by production personnel. A device history record (DHR) review cannot be performed because a lot number was not provided.